Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that there had been a few episodes of noise over-sensed on the right ventricular lead that caused pacing inhibition. Programming changes were performed. The patient was in stable condition.